Event description:
It was reported that the insulin pump has cosmetic damage. The bottom of the is separated from the body. During priming process the damage is visible. Nothing further reported.

Manufacturer narrative:
Scratched display window, cracked case near reservoir window and cracked reservoir tube lip. Detached end cap noted during visual inspection. The insulin pump passed displacement test and rewind properly.